Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and the operation of psm1 was confirmed, and it functioned normally when the swap pedal was used, indicating no abnormalities in arm movement. The issue could not be reproduced during testing, and the system was verified as ready for use. It was concluded that a possible operational error might have occurred, warranting further observation. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, that the patient side manipulator 1 (psm1) became inoperable, and reseating the sterile adapter and installing several instruments did not resolve the reported event. The surgical procedure was continued with the universal surgical manipulator 2 and the universal surgical manipulator 3. Power cycling the system was advised, and a follow-up was anticipated. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm 1 could be operated without any errors and no problems occurred during the check. According to the surgeon, the arm was no swapped.